Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new order was not showing up in the ed pyxis machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that new order was not transferring in the ed pyxis machines. A technical support specialist (tss) dialled into the server cwdvwpapppyx12a and ran a server downtime query, confirming there was no delay in the cce (cloud control environment). The tss then contacted the customer to obtain samples of new orders that were not crossing. During the call, customer informed the tss that the issue had already been resolved and was caused by a problem on their end. The customer also explained how to configure the station for critical override during such incidents. With the root cause identified and resolved, no further action was needed from the tss. The system functioned as intended after the issue was resolved.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new order was not showing up in the ed pyxis machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.